Event description:
Pt called in with not filling properly and noticed that there was fluid on the floor and when the cycler set was removed a hole was noticed. The pt did not experience any adverse event. The pt was not prescribed prophylactic antibiotics. Sample returned.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.